Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy during a bur hole as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a crainial procedure, the perforator bit did not stop.it was also reported that there was an unintentional durotomy during a bur hole as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that failure to follow the instructions for use may potentially contribute to this event. The definitive root cause is unknown.